Event description:
A patient fell off the back of the treadmill during an ECG stress test at a clinic. It was reported that an acceleration of the treadmill contributed to the incident. As a result of the fall, patient is reported to have broken her elbow.